Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. As a result, surgery took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-03524 should not have been reported as a medical device report (MDR) due to additional information indicating that the ipg was electively replaced due to aging of the device. There was no alleged stated deficiency of the device and patient still had therapy.

Event description:
Additional information was received indicating the patient did not lose therapy prior to surgery. In turn, there was no device malfunction.